Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was capped during routine device change out procedure. There were no adverse events during the procedure. The patient was doing well and discharged home the same day.